Manufacturer narrative:
(B)(4). The actual device was received by the manufacturing facility and is currently under evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox fx05 device. Follow up communication with the user facility reported the following information: 1.5 hours after starting perfusion the oxygenator was changed due to an increase in pressure; the patient lost 100ml of blood and the rest was transfused; for replacement they took a complete new perfusion system from maquet; the pathology of the patient: mitral regurgitation, tricuspid regurgitation, atrial fibrillation; the operation conducted was reconstruction of the mitral and tricus and atrial appendage closure; the procedure was completed successfully; and there was reported no harm done to the patient.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the actual sample upon receipt did not find any obvious anomalies. The actual sample, after having been rinsed and dried, was subjected to another visual inspection and no anomalies were revealed. The actual sample was built into a circuit with tubes and bovine blood was circulated in it and the pressure drop was determined at each flow rate. The obtained values were verified to meet the manufacturing specifications. A review of the perfusion record from the involved procedure found that the blood flow rate decreased and the pressure increased as time proceeded. Although the exact cause cannot be determined based upon the available information, the evaluation results verified that the actual sample, after having been rinsed and dried, was of normal product. As a cause of the increase in pressure during use, it is likely that thrombus formed gradually and hampered blood flow, resulting in the increase in the pressure inside the circuit. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
(B)(4).